Event description:
The attune universal handle broke when the doctor was impacting the femoral trail onto the bone. The red actuator button sheared off. It was a clean break and no additional fragments were produced. A new handle was quickly used without issue. This did not delay the surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. The attune universal handle broke, when the doctor was impacting the femoral trail onto the bone. The red actuator button sheared off. It was a clean break. And no additional fragments were produced. A new handle was quickly used without issue. This did not delay, the surgery. The product was not returned to depuy synthes. However, a photo was provided for review. A photo was provided for review. However, photo provided only shows part and lot number. And no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event, due to the insufficient evidence provided. Since, the device was not returned. A dimensional inspection cannot be performed. The overall complaint was unconfirmed, as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.